Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6. The flex arm (part#: 03.612.010, lot: h732698) was received at us cq. There are light surface scratches along the handle and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. Inspecting the individual arm segments of the device, there appears to be no damage on the arm or the chord that connects the device. The low friction washers on the tightening handle appear to be worn as they have clear circular wear marks from the thrust bearings. The threads that the washers sit on show slight signs of wear. When tightening the device, the handle is difficult to fully tighten. After a heavy application of force to tighten the device, the arm stiffens however the arm does not stiffen completely as the segments can be moved with a light application of force. The device arm appears to be weak at the union of the handle and the arm. Based on the difficulty in tightening the device, it appears that the device is loose due to the tightening mechanism not being fully engaged. Functional testing confirmed the complaint condition of the device being loose. The received flex arm (part#: 03.612.010, lot#: h732698) was manufactured by mediflex surgical products on 29-nov-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was confirmed for the received flex arm (part#: 03.612.010, lot#: h732698) as the arm does not fully tighten when the handle is tightened. The arm stiffens but not completely, as the arm can still be moved with a light application of force. Although no definitive root-cause could be determined, it is possible that the device is not appropriately lubricated as evidenced by the difficulty to tighten the handle. It is possible that through repeated sterilization and repeated use, the device¿s washers/ball bearings have become inadequately lubricated which would result in difficulty tightening the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 03.612.010, synthes lot number: h732698, supplier lot number: n/a, release to warehouse date: 29nov2018, expiration date: n/a, supplier: mediflex surgical products. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, dr. (B)(6) was performing an mis decompression using the flex arm and upon setup he found that the flex arm was not completely stiffening upon tightening with the handle. He simply used another flex arm in order to complete his procedure without delay. No patient was affected by this, therefore no patient information has been obtained. This occurred intra-op, nothing fell into the patient and no other instruments were implicated. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity # 1). This report is for one (1) flex arm. This is report 1 of 1 for (B)(4).